Manufacturer narrative:
Zimmer biomet (B)(4). Patient's weight was not provided.

Event description:
It was reported that the implant was removed due to becoming fractured in the patient's mouth. Inflammation was reported. Patient will return for a new implant, abutment and crown in the future. Tooth #4.

Event description:
There is no update to the previous complaint description provided.

Manufacturer narrative:
Supplemental medwatch submitted to provide the date the product was returned to manufacturer for investigation. Sections updated: b4: date of this report. D9: date product was returned to manufacturer. G6: type of report and follow up number. H2: follow up type. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Product evaluation: one imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned for investigation. Visual inspection of the as returned product identified signs of wear and debris about the implant threads, and fracturing at the collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 4 (universal) and used for approximately 7.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has provided additional x-ray images of the product. This image shows that the implant fractured at the collar in the surgical site. DHR review: DHR review was completed for the subject lot number 62086271. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Post market trend review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsv4b10). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.